Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, imdrf annex a, b, c, d, g codes, remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of a pump module free flow of pitocin with a failure to alarm was not able to be confirmed from the log analysis or replicated during laboratory testing. ¿ the suspect pump was found to be infusing within specification with no observances of unregulated flow occurring. ¿ internal and external inspection did not observe any anomalies, and the sear was also found to be properly closing the administration set safety clamp when the door was opened. ¿ infusions performed at the rate of 2ml were not recorded on the day of the reported event. ¿ the log analysis on november 25, 2024, at 1:27 am, when the first infusion was performed the day of the reported event with a rate of 999ml/hr. ¿ at 1:27 am the pump was added with label = a ¿ at 4:46 am an infusion was programmed with a rate of 999ml/h and a vtbi (volume to be infused) of 500ml, then, the infusion was stopped by an air in line alarm and following this, the infusion was restarted. (X7 times). After this, the pump was powered off. ¿ at 4:48 am the unit was selected. ¿ at 4:49 am an infusion was programmed with a rate of 999ml/h and a vtbi (volume to be infused) of 500ml, then, the infusion was stopped by an air in line alarm and following this, the infusion was restarted. (X3 times). After this, the pump was powered off. ¿ at 4:52 am the unit was selected, and an infusion was programmed with a rate of 999ml/h and a vtbi (volume to be infused) of 500ml, then, the infusion was stopped by an occluded patient side alarm and following this, the infusion was restarted. (X3 times). After this, the pump was powered off. ¿ no further infusions of the suspect device were noted on this day. ¿ it is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the event log. It is also not possible to determine what the fluid is that is contained within the IV container. This is not a function of the event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. ¿ per the bd alaris¿ system with guardrails user manual (v12.1) states within warnings and cautions, ¿to prevent a potential free-flow condition, ensure that no extraneous object (for example, bedding, tubing, glove) is enclosed or caught in the pump module door.¿ it is not known if any of the preceding conditions may have existed at the time of the reported incident. ¿ the device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). ¿ the pumping mechanism was disassembled during the internal inspection. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. Note to repair center: please replace the pumping mechanism as it was disassembled during the investigation. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. This may be charged to dchu. ¿ repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not be picking up the cost of the incidental repairs. Root cause: the root cause of the reported pump module free flow of pitocin with a failure to alarm was not able to be identified from the log analysis or from device laboratory testing. Note that imdrf annex a090202, c02, d02 and g05005 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported a free flow of pitocin on a patient admitted for induction of labor. The ordered volume to be infused was 2ml/hr with a variable volume to be infused (vtbi) dependent on labor progression. The actual volume infused was unable to be determined. The pitocin infused for seven (7) minutes with alerts and pauses. The pitocin infusion was discontinued with when a fetal deceleration occurred; however, the clinician noted the pitocin continued "to drip" even though the module was off. There was patient involvement, but no harm.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported a free flow of pitocin on a patient admitted for induction of labor. The ordered volume to be infused was 2ml/hr with a variable volume to be infused (vtbi) dependent on labor progression. The actual volume infused was unable to be determined. The pitocin infused for seven (7) minutes with alerts and pauses. The pitocin infusion was discontinued with when a fetal deceleration occurred; however, the clinician noted the pitocin continued "to drip" even though the module was off. There was patient involvement, but no harm.

Event description:
It was reported a free flow of pitocin on a patient admitted for induction of labor. The ordered volume to be infused was 2ml/hr with a variable volume to be infused (vtbi) dependent on labor progression. The actual volume infused was unable to be determined. The pitocin infused for seven (7) minutes with alerts and pauses. The pitocin infusion was discontinued with when a fetal deceleration occurred; however, the clinician noted the pitocin continued "to drip" even though the module was off. There was patient involvement, but no harm. Bd received additional information through bd clinical practice consultant, who was onsite to gather additional facts. It was reported that the event occurred in labor & delivery on the night shift.

Manufacturer narrative:
Correction: describe event or problem.